Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/21/2023, it was reported by a sales representative via email that the guide from an ar-3688 knotless fibertak biceps implant system was too tight and the implant could not fit through it. The surgeon had to use force to insert the implant into the guide which caused bone damage, created a larger size bone hole, and the anchor pulled out. The case was completed by using a fork-tip swivelock. This was discovered during a arthroscopic biceps tenodesis procedure on (B)(6) 2023.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) for the reported failure can be a user error caused by misaligned insertion, prying/leveraging, and/or applying excessive force on the device during use. The complaint allegation was not confirmed.